Manufacturer narrative:
This report is filed on march 16, 2018.

Event description:
Per the clinic, the patient experienced migration of the electrode array, subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with another manufacturer's device.